Manufacturer narrative:
The events of "seroma-late", "lymphadenopathy", "ischemia", and "necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; ¿lymph node with a 'snowstorm' appearance in the right axilla, which was suggestive of silicone infiltration¿; "pericapsular fluid"; "lymph nodes showing mild cortical thickening"; "ischemia"; "necrosis of right areola¿ additional, changed, and/or corrected data: a4, a6, b1, b3, b5, b6, b7, d4, d6b, g2, h4, h6, h11.

Event description:
Patient reported right side rupture, "recall", "concern for health and well-being", ¿increased anteroposterior diameter compatible with capsular contracture" baker grade unknown, ¿great discomfort", ¿lobulated contours", and ¿anechoic content". Healthcare professional later reported right side capsular contracture baker grade ii, ¿lymph node with a 'snowstorm' appearance in the right axilla, which was suggestive of silicone infiltration¿, ¿at level I of the right armpit, there are two normal-sized lymph nodes showing mild cortical thickening", "pericapsular fluid", ¿presence of some envelope folds¿, "ischemia", and "necrosis of right areola¿. Patient also reported "history of breast cancer¿, which is not device-related. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and capsular contracture baker grade unknown.

Event description:
Patient reported right side "contracture in implant baker grade unknown¿, ¿great discomfort¿, ¿breasts, with lobulated contours, anechoic content, increased anteroposterior diameter compatible with capsular contracture," ¿rupture of one of the implants," ¿right axilla: presence of at least four lymph nodes with a "snowstorm" appearance at level I¿, ¿axillary lymph nodes on the right, with an echographic appearance suggestive of silicone impregnation¿, and ¿lymph node involvement on the right", as there is no information related to enlarged lymph nodes," ¿recall was mentioned" and ¿concern for health and well-being¿. The device remains implanted.